Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula fracture event while use on (B)(6) 2026. The cannula was inserted in the body for couple of hours. The canula remained in the body doctor needs to remove cannula. The patient went to emergency room and got admitted to hospital. The duration of hospitalization was for less than 24 hours. The patient blood glucose was 157 mg/dl at the time of the event. No further information available.